Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple infusion sets kinked causing the pump to stop insulin delivery. Reportedly, blood glucose was elevated which was addressed by changing the site. However, the exact value was not provided. Tandem's technical support was unable to obtain the infusion set information.